Event description:
Blood was noted in the helium line. The iabp was turned to standby and the iab helium line was clamped to prevent further blood leakage. The nurse ws informed of the problem and she immediately notified the physician. Later, when the dr arrived, he attempted to remove the catheter, he ordered the nurse to notify surgery and anesthesia to prepare for emergency surgical removal of the catheter. After the surgeon explored the right femoral artery, dye injection x-ray equipment and clot dissolving drugs were used. The incision was extended ans the iab catheter was removed in two separate pieces. The iliac artery had ruptured and was repaired. Co was notified of this event on 2/28/97 via the mandatory medwatch form from the distributor; uf/dist report number 2026191-1997-0011) (event complciations: entrapped/surgically removed/repair to) artery-reported 2/28/97. (Pt's current status: unk-rpt'd 2/28/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. The physical evidence and rpt'd problem are consistant with that of an iab which became entrapped and was surgically removed from the pt. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may prevent percutaneous removal of the balloon causing it to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been rpt'd in literature and has been experienced by users of intra-aortic balloons. Co therefore urge the user, as co has done in the instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, the user would be well advised to call for a vascular consultation, as was done in this case.